Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the stylet indicated was not returned with the lead. The proximal conductor is kink/buckled at 5.4 cm. The distal conductor is kink/buckled at 5.4 cm. A fresh 14-52 gray stylet was able to be passed through the lead but had some resistance at 5.4 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead had a possible fracture and the lead was kinked. The lead also had a "break" in it and there was a feeling that the lead was "being caught" when the stylet was pulled out and pushed in. The physician elected to use a different lead. No patient complications have been reported as a result of this event.